Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf device code a0401 captures the reportable investigation findings of catheter-guide break. Block h11: an advanix rx biliary preloaded stent was received for analysis. Visual inspection revealed that the guide catheter was kinked, the push catheter suture hole and the stent suture hole were torn, the stent barb was kinked, the pull wire was dislodged and kinked, and the guide catheter was loose. A destructive test was performed, which identified that the guide catheter had detached from the pull wire hypotube. No other damage was noted on the device. Product analysis confirmed the reported event of stent failure to deploy. The investigation determined that during the attempted stent deployment, the tortuosity of the procedure or the physician's technique hindered the device's ability to deploy the stent. This likely led the physician to apply additional force, which resulted in the kinking of the guide catheter and push catheter. Subsequently, the guide catheter could not withstand the pressure and became detached. The technique used under these conditions may have also caused the pull wire to dislodge from the push catheter and kink, leading to tearing of the push catheter suture hole, the stent suture hole, and kinking of the stent itself. Factors such as lesion characteristics, device handling, and the technique applied (including the force exerted) likely limited the device's performance and contributed to the observed issues. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was to be implanted in the common bile duct for drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was not particularly tortuous. During the procedure, it was noted that the pusher was pulled all the way down, but the stent could not be released. The procedure was completed using another device of the same type. No known patient complications were reported as a result of this event. Note: this complaint has been deemed MDR reportable based on the investigation, which revealed a catheter-guide break. Please see block h11 for the full investigation details.